Manufacturer narrative:
Model: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. A device history record review is in progress.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned though follow-up with the healthcare provider that the valve was opened and not used. This event was reported in error.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted at implant and replaced by a 3000tfx valve of the same size due to unknown reasons. No further details were provided.

Event description:
This event was reported in error. Through follow-up with the health care provider, it was learned that the valve was opened and not used.